Event description:
Davol closed wound suction evacuator was applied to drain tube located in lumbar spine post fusion. The device, when three internal springs are compressed, should apply suction allowing drainage to accumulate in the 400cc reservoir. The device was compressed and attached to the patient's drain tube. Over 12 hours no drainage was noted in the reservoir. During the morning rounds the device was separated from the pt's drain tube, and when the drain port became ambient, the device did not expand as expected. Rather, the device remained compressed with no suction created. The patient developed a large spinal hematoma due to lack of drainage requiring a second surgery to remove the clot. The patient was also noted to have right and left lower extremity deficit.